Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("began experiencing pelvic pain") in a 43-year-old female patient who had essure (batch no. 958713, a20061) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have hsg performed following insertion of essure micro-inserts nos". The patient's concurrent conditions included obesity. Concomitant products included loratadine (claritan), montelukast (singulair) and salbutamol (albuterol). In 2012, the patient experienced hot flush ("hot flashes"), depression ("depression"), vaginal haemorrhage ("vaginal bleeding") and fatigue ("fatigue"). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("cramping") and menorrhagia ("increasingly heavier menses"). In (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced anaemia ("anemia"), dysmenorrhoea ("dysmenorrhea"), weight increased ("weight gain"), irritable bowel syndrome ("irritable bowel syndrome") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingo-oophorectomy on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, hot flush, depression, anaemia, urinary tract infection, dysmenorrhoea, fatigue, weight increased and irritable bowel syndrome outcome was unknown and the abdominal pain, vaginal haemorrhage and hormone level abnormal had resolved. The reporter considered abdominal pain, anaemia, depression, dysmenorrhoea, fatigue, hormone level abnormal, hot flush, irritable bowel syndrome, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: most of her symptoms resolved after the (B)(6) 2014 surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received. Reporter and patient demographics were added. Concomitant disease, concomitant drugs were added. Updated suspect drug indication. Events hot flashes, depression, anemia, vaginal bleeding, urinary tract infection, dysmenorrhea, fatigue, weight gain, irritable bowel syndrome, hormonal changes and did not have hsg performed following insertion of essure micro-inserts nos added. Event onset date was added, event outcome was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("began experiencing pelvic pain / pain") in a 43-year-old female patient who had essure (batch no. 958713,a20061) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have hsg performed following insertion of essure micro-inserts nos". The patient's past medical history included myomectomy in 2012. Concurrent conditions included obesity and uterine polyp. Concomitant products included loratadine (claritan), montelukast (singulair) and salbutamol (albuterol). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("increasingly heavier menses / abnormal bleeding (menorrhagia)"), hot flush ("hot flashes"), depression ("depression"), vaginal haemorrhage ("vaginal bleeding / abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea") and fatigue ("fatigue"). In 2013, the patient experienced abdominal pain ("cramping"). In (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced anaemia ("anemia"), weight increased ("weight gain") and irritable bowel syndrome ("irritable bowel syndrome"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingo-oophorectomy on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, hot flush, depression, anaemia and vaginal haemorrhage had resolved and the urinary tract infection, dysmenorrhoea, fatigue, weight increased and irritable bowel syndrome outcome was unknown. The reporter considered abdominal pain, anaemia, depression, dysmenorrhoea, fatigue, hot flush, irritable bowel syndrome, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: most of her symptoms resolved after the (B)(6) 2014 surgery. After placement of the essure devices, 3 coils could be visualized on the left, 1 coil was visualized on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. On (B)(6) 2014, surgical pathology report final pathologic diagnosis showed cervix, uterus, fallopian tubes and ovaries, laparoscopic assisted vaginal hysterectomy: -benign nonsecretory endometrium. -chronic cervicitis and squamous metaplasia. -right ovary with hemorrhagic corpus luteal cyst. -left ovary with benign follicular cyst. -bilateral fallopian tubes with benign peritubal cysts. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet was received events- abnormal bleeding (menorrhagia), abnormal bleeding (vaginal), pain clubbed to previous events. Event outcome, event onset date was updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("began experiencing pelvic pain / pain") in a 43-year-old female patient who had essure (batch no. 958713) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have hsg performed following insertion of essure micro-inserts nos". The patient's past medical history included myomectomy in 2012. Concurrent conditions included obesity and uterine polyp. Concomitant products included loratadine (claritan), montelukast (singulair) and salbutamol (albuterol). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("increasingly heavier menses / abnormal bleeding (menorrhagia)"), hot flush ("hot flashes"), depression ("depression"), vaginal haemorrhage ("vaginal bleeding / abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea") and fatigue ("fatigue"). In 2013, the patient experienced abdominal pain ("cramping"). In (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced anaemia ("anemia"), weight increased ("weight gain") and irritable bowel syndrome ("irritable bowel syndrome"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingo-oophorectomy on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, hot flush, depression, anaemia and vaginal haemorrhage had resolved and the urinary tract infection, dysmenorrhoea, fatigue, weight increased and irritable bowel syndrome outcome was unknown. The reporter considered abdominal pain, anaemia, depression, dysmenorrhoea, fatigue, hot flush, irritable bowel syndrome, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: most of her symptoms resolved after the may 13, 2014 surgery. After placement of the essure devices, 3 coils could be visualized on the left, 1 coil was visualized on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. On (B)(6) 2014, surgical pathology report final pathologic diagnosis showed cervix, uterus, fallopian tubes and ovaries, laparoscopic assisted vaginal hysterectomy: -benign nonsecretory endometrium. -chronic cervicitis and squamous metaplasia. -right ovary with hemorrhagic corpus luteal cyst. -left ovary with benign follicular cyst. -bilateral fallopian tubes with benign peritubal cysts concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Lot number: 958713 manufacture date: 2012/03 expiration date: 2015/03. Lot number:a20061 manufacture date: 2012/06 expiration date: 2015/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("began experiencing pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("cramping") and menorrhagia ("increasingly heavier menses"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingo-oophorectomy on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, menorrhagia and pelvic pain to be related to essure. The reporter commented: most of her symptoms resolved after the (B)(6) 2014 surgery. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 21-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: this spontaneous report refers to a female plaintiff who had essure (fallopian tube occlusion inserts) inserted and began experiencing pelvic pain. Approximately 2.5 years after placement, the plaintiff underwent removal of the inserts via hysterectomy with bilateral salpingo-oophorectomy. Pelvic pain, serious due to medical significance, is anticipated in the reference safety information of essure. Pelvic, abdominal, or uncharacterized pain may occur after the insertion or during the use of essure, but different causes (gynecological and non-gynecological) are also possible. In this particular case, the medical information was limited, but considering the course of the event, the lack of alternative explanations, and the post-surgical resolution, a causality between this event and the inserts cannot be excluded (related). This case was classified as incident since device removal was required. Other non-serious events were reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information is expected only through litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("began experiencing pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("cramping") and menorrhagia ("increasingly heavier menses"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingo-oophorectomy on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, menorrhagia and pelvic pain to be related to essure. The reporter commented: most of her symptoms resolved after the (B)(6) 2014 surgery. Company causality comment: this spontaneous report refers to a female plaintiff who had essure (fallopian tube occlusion inserts) inserted and began experiencing pelvic pain. Approximately 2.5 years after placement, the plaintiff underwent removal of the inserts via hysterectomy with bilateral salpingo-oophorectomy. Pelvic pain, serious due to medical significance, is anticipated in the reference safety information of essure. Pelvic, abdominal, or uncharacterized pain may occur after the insertion or during the use of essure, but different causes (gynecological and non-gynecological) are also possible. In this particular case, the medical information was limited, but considering the course of the event, the lack of alternative explanations, and the post-surgical resolution, a causality between this event and the inserts cannot be excluded (related). This case was classified as incident because of surgical device removal. Other non-serious events were reported. A product technical analysis is expected. Further information is expected only through litigation process.